Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.